Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). Analysis results were not available for the mainframe device as of the date of this report. A follow up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the probes of the mainframe and patient interface were not working. There was no patient or staff impact.

Manufacturer narrative:
For the mainframe device: analysis found that the customer's complaint on the mainframe could not be duplicated. The missing nim support dowel pin was replaced and as a precaution, placed the device in burn-in for 4 hours to observe any failure; for the interface device: analysis found that there was a fuse failure. The blown fuse and worn wave washers were replaced. The interface was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.